Event description:
It was reported that the patient underwent umbilical hernia repair on (B)(6) 2014 and mesh was implanted. Four days post-op, the patient experienced redness and swelling and was treated with ciprofloxacin. Ten days post-op, the patient experienced massive wound infection and was under antibiotic treatment. On (B)(6) 2014, the suture was opened and pus removed. Mesh was not removed as it was covered by fascia. Swab culture from accumulation was negative for staph. The surgeon opines cause for infection is unclear. The patient¿s wound has healed.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Visual inspection of foil and the test of packaging integrity met the specified quality requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.